Event description:
The customer reported, during preparation for use, the emergency lamp indictor stayed on the evis exera xenon light source after changing the xenon lamp. The customer reported the device was not inspected prior to use. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report of emergency lamp indictor stayed on was confirmed due to faulty power supply causing main lamp to not light up. Additionally, worn out scope socket caused a poor connection and the non-olympus lamp was below 50 hours. It was recommended that the lamp be replaced with an olympus lamp. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was confirmed that flashing of the emergency lamp indicator and lighting malfunction of the main lamp had occurred due to a power supply unit failure. The device in question was delivered from the manufacturer nine years ago. It is likely that the power supply unit was broken down over time due to long-term use.